Event description:
Additional information was received on september 29th from the patient and a healthcare provider via a company representative who reported that per the patient, the pump had not been working as it should and that it had been moving around in the pocket in their abdomen. There were no known external or environmental factors that may have led or contributed to the issue. The patient reported that they had a roller study done to ensure that the pump was working correctly. Today, a catheter revision was completed. During the procedure, the entire pump segment of the catheter and 39 cm of the tip segment were removed. It was noted that the catheter had been twisted and tangled within the pump pocket, so the physician removed all of the damaged pieces and replaced it with a new pump segment of catheter. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2018 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jul-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and a healthcare provider via a company representative regarding a patient receiving gablofen 500mcg/ml at 95mcg/day via an implantable pump. The patient reported that they went to the emergency department a couple weeks ago (date not provided) with symptoms of baclofen withdrawal. A dye study was performed, and dye was not seen perfusing the catheter. It was also determined that the pump had moved and flipped in the pocket, at one point was perpendicular to her skin. The patient¿s physician sent a referral to the implanting physician for catheter revision. The patient¿s symptoms were being managed by their managing physician and was waiting to hear back about the revision date. There were no environmental, external or patient factors that may have led or contributed to the issue. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.